Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band tubing leak. The event was first noticed when the device was not retaining fluid and the pt could not feel any resistance. No diagnostic tests were performed. Further follow-up will be conducted to gather additional info.